Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after giving birth to male infant vaginally with a lateral perineal incision using a synthetic absorbable surgical suture to perform perineal suture and intracutaneously cosmetic suture, the patient returned to the outpatient clinic after a month complaining of incisional pain 17 days after giving birth. The pain became apparent 36 days post operatively. Upon examination by the doctor, it was found that the perineal incision was slightly red around the perineal incision, synthetic absorbable surgical suture segments were seen to be incompletely dissolved and hard sutures were examined. Undissolved sutures were visible at the nodes and needle eyes, painful to touch, no redness or swelling and fluctuating sensation. The knots and suture segments were given to be cut, and potassium permanganate tablets were prescribed and sitz baths were given twice a day for 20-30 minutes each time. After the patient took a sitz bath for a few days, the incision recovered without pain and other adverse effects.